Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty with deflating the device resulting in pain. The patient is unable to grip the pump, as it is too high, and experiences pain when pressing the deflate button. Additionally, the patient reports that the pump is too big for the scrotum and has pushed their left testicle up into their body. The inability to deflate the device has also caused the patient pain. There has been no surgical intervention at this time and the patient will follow up with a provider.